Manufacturer narrative:
The architect i1000sr, serial number (B)(6) and the instrument logs were assessed. It was determined that the architect probe required replacement, which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the architect probe or architect system. A review of the manufacturing documentation did not identify any non-conformances, or potential non-conformances related to the architect probe. A labeling review determined product labeling addresses troubleshooting and resolution of the customer issue. Based on the available information, no systemic issue or deficiency was identified for the architect i1000sr, serial number (B)(6) or architect probe.the following sections have been corrected: g1-contact office first name g1-contact office last name g1-contact office address 1 g1-contact office city g1-contact office zip code g1-contact office country g1-contact office phone number g1-contact office email g1-contact office fax number.

Event description:
The customer reported falsely decreased architect cyclosporine generated from an architect i1000sr. The customer reports decreases have been seen in multiple patients and provided the following example data: cyclosporine initial result was 272.4 ng/ml, repeat results were 117.9 ng/ml and 107.2 ng/ml. The customer performed some trouble shooting of the analyzer, including a needle replacement and reported results are reasonable. Customer provided an example result of 139, which is consistent with previous result. There was no reported impact to patient management.

Event description:
The customer reported falsely decreased architect cyclosporine generated from an architect i1000sr. The customer reports decreases have been seen in multiple patients and provided the following example data: cyclosporine initial result was 272.4 ng/ml, repeat results were 117.9 ng/ml and 107.2 ng/ml. The customer performed some trouble shooting of the analyzer, including a needle replacement and reported results are reasonable. Customer provided an example result of 139, which is consistent with previous result. There was no reported impact to patient management.

Manufacturer narrative:
E1 phone: complete phone number is (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.